Manufacturer narrative:
Result: bed was without electrical power due to a discrepant power cord.

Event description:
It was reported by service report that the bed had no electrical power. No patient involvement or adverse consequences were reported.